Manufacturer narrative:
The customer stated there have been no further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 3 patient samples tested for either nh3l ammonia (nh3l) or mg2 magnesium gen.2 (mg2) on a cobas 8000 c 502 module (B)(6) 2017. Patient 1 initial nh3l result was 10 umol/l with a data flag. The sample was repeated on the same instrument and the result was 228 umol/l. The sample was repeated on a different c502 module and the result was 24 umol/l. The result of 24 umol/l was believed to be correct and was reported outside of the laboratory. Patient 2 initial mg2 result was 6.2 mg/dl. This result was reported outside of the laboratory where it was questioned by the patient¿s caregiver. The sample was repeated on the other c502 module and the result was 3.8 mg/dl. The mg2 result was corrected to 3.8 mg/dl. No action had been taken based on the initial mg2 result that had been released. Patient 3 initial mg2 result was 6.1 mg/dl. The sample was repeated on the other c502 module and the result was 3.2 mg/dl. The repeat result was believed to be correct and was reported outside of the laboratory. No adverse event occurred. The nh3l reagent lot number was 24883801 with an expiration date of 30-nov-2018. The mg2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found a rinse mechanism out of adjustment. The fse performed adjustments to the rinse mechanism and sample probe. Operational and mechanical checks were performed. Precision, calibration and quality controls for mg2 and nh3l were successful.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.